Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported low or short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool in combination with the unit's pump history file reveal that the following alarms occurred around the event date: 104=low battery alert--8 alerts occurred between (B)(6) 2021 06:30 and (B)(6) 2021 09:34 all of which are less than the expected interval of 2 weeks of one another; 73=change battery alert--9 alerts occurred between (B)(6) 2021 06:29 and (B)(6) 2021 19:05. Finally did not note any unusual pump errors that have occurred after or within these times. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good (B)(4) and a known good (B)(4) into the test case, the sleep current measurement fell within specs. After swapping the test (B)(4) onto a known good (B)(4) and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good (B)(4) onto the test (B)(4) and then into the test case, the sleep current measurement read high. In summary, the customer¿s report of low or short battery life was confirmed during testing. The high sleep current measurement is isolated to (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.